Event description:
Pt undergoing laparoscopic tubal fulguration sustained injury to bowel upon placement of umbilical trocar. Perforation repaired laparoscopically and pt transferred to hosp in satisfactory condition for overnight observation.